Event description:
It was observed during olympus' device inspection that the ultrasonic probe exhibited leaking ultrasonic medium. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, the sheath was scratched and damaged with a stiff object which attribute to the observed ultrasound medium leak. However, a definitive root cause could not be identified.. It is likely the following led to the malfunction: since there were cracks on the distal end sheath, tightness of the sheath could not be kept which resulted in the ultrasound medium leak. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.